Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a power up test failure #10. Transducer is not calibrated. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) stated, customer stated that cardiosave powered on with error code #10 and audible alarm sounding. Found nvram ic pin to be bent and not making correct contact with exec board. Replaced nvram ic. Recalibrated all pressure transducers. Ran and passed all performance and function tests.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5,e3. Updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Event description:
It was reported that during power on, the cardiosave intra-aortic balloon pump (iabp) unit had a power up test failure #10. Transducer is not calibrated. There was no patient involvement.